Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the air leak in the hose could not be detected. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an "air leak in the hose." The air leak was discovered during routine maintenance; device was not being used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.